Event description:
A patient reportedly went to the hospital since they were unable to test on the meter. This meter allegedly would only prompt the not ok message. The issue was not resolved with troubleshooting. Patient was shaky and scared. The result on the ER meter was 141 mg/dl. No treatment at the ER, no further information has been reported.